Event description:
A (B)(6) male with was admitted electively for a left total knee replacement for osteoarthritis. His pre-existing medical conditions included: hypertension and hyperlipidemia. Pre-operatively, there were no issues with regard to vascular compromise of the lower extremities. Intraoperatively, it was noted that the pneumatic tourniquet -zimmer disposable sterile a.t.s. Cylindrical cuff -(B)(4)- lot # 61448395 was dysfunctional with resultant bleeding. Estimated blood loss was 350 ml. The above referenced cuff was changed and the procedure completed without further sequelae. The pt was transported to the post anesthesia unit where it was noted he had a pulseless left leg. He was returned to the operating room where vascular surgery performed a left femoral-popliteal bypass. The pt did require fasciotomies of the left leg, but recovered and was discharged on (B)(6)2010. Dates of use: (B)(6)2010 -- (B)(6)2010. Diagnosis or reason for use: compression of limb during total knee arthroplasty. Event abated after use stopped or dose reduced: yes.